Manufacturer narrative:
This report is submitted on december 7, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the device malfunction was determined by the physician. Additional information has been requested but has not been made available as of the date of this report.